Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter in a specimen cup was received for evaluation. The filter was received expanded with no entanglement present. Long leg span, short leg span, caudal anchor leg span and arm span were dimensionally evaluated and all the measurements were within the specification limit. Based on the findings, the investigation is inconclusive for the reported activation failure as images within the patient's body were not provided to confirm an expansion failure. A definitive root cause for the reported activation failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 12/2023), the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement through femoral artery the device allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2023).

Event description:
It was reported that during an ivc filter placement the device allegedly failed to expand. There was no reported patient injury.